Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter detached, perforated, and migrated. The filter was removed; however, one detached filter limbs remains in a unknown location. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter detached, perforated, and migrated. The filter was removed; however, one detached filter limbs remains in a unknown location. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and two months later, x-ray revealed the filter was projected over l3. One of its struts was fractured in position superior and lateral to the expected position of the inferior vena cava. On the same day, computed tomography (CT) revealed that the filter was in place with cranial portion just inferior to the right renal vein. A fractured filter strut was present in the retro-umbilical mesenteric/omental fat. The displaced fragment was not traverse any bowel or vessels. The patient presents for evaluation of filter removal with evidence of filter strut fracture and extravascular migration. The filter strut caused periosteal reaction of adjacent vertebral body. Caval penetration by the filter struts with resultant abdominal pain and chronic back pain. Approximately two months and twenty-seven days later, the patient presented for filter removal, using ultrasound guidance, the right internal jugular vein was accessed using a 21-gauge micro-puncture access needle. Using seldinger technique this was upsized to a 0.035-inch j-wire and 5 french pigtail flush catheter, which was positioned in the infrarenal abdominal aorta under fluoroscopic guidance near the confluence of the common iliac veins. Cavogram demonstrated the filter was centrally positioned within the inferior vena cava, but the struts penetrated the inferior vena cava. Fractured strut overlay the abdomen in an extravascular location was seen on correlated computed tomography abdomen and pelvis. The access site was upsized to a 16 french 30 cm vascular access sheath after serial dilatation over a 0.035-inch amplatz guidewire using 8, 10, and 12 french vascular dilators. The tip of the sheath was positioned immediately above the filter. Then, endobronchial forceps were advanced via the sheath and used to grasp the apex of the filter. Using a smooth motion under fluoroscopic guidance, the filter was easily withdrawn into the vascular sheath and retrieved in its near entirety. A single strut was fractured from the filter during the retrieval. The endobronchial forceps were then again advanced into the inferior vena cava via the sheath, and this single strut was also successfully retrieved in a similar manner. The retrieved filter and the single strut were visually inspected and determined to be intact other than the previously described strut in an extravascular location for which no retrieval attempt was made. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.